Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the next day (B)(6) 2021, after the implant procedure, the right ventricle lead exhibited device sensing problem of r wave amplitude variation. The lead was repositioned on (B)(6) 2021. Patient was stable.